Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 434 mg/dl and a result in the "130 mg/dl to 150 mg/dl" range. No adverse event reported. Return of the suspect device was requested for evaluation.